Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose. Customer stated blood glucose reading in the morning was 321 mg/dl. Troubleshooting was done for high blood glucose. Advised customer to check the tubing for air, found that there are few at the top. Customer stated that insulin did exit the tubing. Customer does not have tubing clamp will call back to continue troubleshooting. Advised customer to change the entire infusion set every 2-3 days. No further information provided.